Manufacturer narrative:
The reported problem could not be duplicated. The pump passed all performances and functional testing within product spec. This was the only failure for code 102 (overdelivery) on nutrimix micro compounder from 10/96 to 10/97.

Event description:
Customer reports suspected overdelivery because "laboratory tests on almost all (40) of their tpn pts showed elevated phosphate levels." The bags had compounded without any errors. Upon hearing of the altered labs, the customer ran a test with 3.5 ml each of potassium phosphate and sodium phosphate to 250 ml d5w. Expected 21mmol, analysis was 15.6 mmol indicating possible underdelivery. A second testing was run with separate bags for potassium phosphate and sodium phosphate, 4.7 ml each to 200mmol. Target po4 levels would be 21mmol, labs showed 17 mmol for both. Lab testing reported to have +/- 10% error. No prior or subsequent report of altered pt lab work with compounded bags from this device. No pt harm occurred. No further info was available.